Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the lifeband got stuck in the drive shaft of the autopulse platform (sn# (B)(4) and the platform did not work. No patient involvement.

Manufacturer narrative:
The reported complaint of the lifeband got stuck in the drive shaft of the autopulse platform (sn# (B)(6) ) and the platform did not work was confirmed during functional testing and visual inspection. The belt clip cannot be inserted into the shaft due to some fiber entangled on the shaft. The root cause of the reported complaint was due to peice of lifeband jammed inside the encoder shaft grove, likely due to user mishandling. The fiber was likely stemmed from the multiple used of the lifeband. During visual inspection, no physical damage was observed on the autopulse platform. The archive data indicated ua 45 error message on the reported event date: unrelated to the customer's reported complaint. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to a defective clutch plate, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in 2014 and is eight years old, well past the expected serviceable life of 5 years. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on; unrelated to the customer's reported complaint. The clutch plate was replaced, and the driveshaft was rotated to the home position using the administrative menu to address the sticky shaft and clear the ua45 error message. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).